Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her reservoir was empty but her insulin pump did not alarm with no delivery. The patient's blood glucose at the time of incident was 430 mg/dl, which she treated with a manual insulin injection and a change of infusion set. Troubleshooting was initiated for the beep anomaly. The customer stated that the pump always beeps but that the pump failed to beep when her reservoir was empty or when the pump failed to deliver. A self test was performed and the test passed. The customer was advised to monitor the pump. No products were shipped or returned.